Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additionally, this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) recommended device replacement. At this time this device remains in service. No adverse patient effects were reported.